Event description:
It was reported that the old neurostimulator and extension, located on the right side of the patient, were replaced on 2011-(B)(6) because of an infection. It was decided to implant the new neurostimulator and extension on the left side, but the same lead was used. It was noted the implant went ok.

Manufacturer narrative:
The infection was previously reported in manufacturing report # 9614453-2011-08927, but upon further review, will now be captured in this manufacturing report number. Any additional information will be sent under this report number. (B)(4).